Event description:
The ethicon 35 vascular stapler was used on a kidney case that malfunctioned while clipped down on the patient¿s renal artery. The company was called by the accredited case manager (acm) who had them on the phone to assist the doctor, but they could not help the doctor remove the stapler from the patient safely. This caused much stress and was a huge safety issue for the patient. The surgeon ended up opening and using another stapler to safely remove the stapler and the specimen from the patient.